Event description:
Customer reported experiencing two instances of high blood glucose events, with the highest levels displayed as "high," although exact values were unknown. Cause was not known. To resolve these high blood glucose events, the customer took action by changing the infusion set and cartridge. Additionally, the customer requested replacement supplies. Technical support recommended consulting with a healthcare provider to discuss factors affecting blood glucose levels, which the customer understood and acknowledged.